Event description:
It was reported that while monitoring a patient, and when selecting code summary on the device, the unit locked up. It was also reported that the device displayed a service light and registered an error code multiple times. There was no adverse affect on the patient due to this reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.